Event description:
It was reported that a burnt smell came from a ventilator when it was turned on. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The reported problem was a burnt component on the control printed-circuit board (pcb) when turning on the ventilator. The control pcb was replaced and the same component on the control pcb burnt again when turning the unit on. This indicates a problem with the voltage supply. Other components determined to be faulty include the o2 gas module. The received logs showed failed pre-use checks tests and many turning on and off of the ventilator. There were also many occurrences of technical errors indicating low internal supply voltages and communication problems with the control pcb. The customer declined repair, and has retained the parts. Pictures of the burned components were however, returned. Further information has not been received. Our conclusion, based on the parts that were determined faulty and the technical error codes in the logs, is that the problem was related to the power supply. The parts have not been investigated, and as a result the true cause has not been determined from this investigation.

Event description:
(B)(4).